Manufacturer narrative:
An investigation was performed for false reactive and confirmed positive results, when using alinity I hbsag reagent lot 28564fn00 and alinity I hbsag confirmatory reagent lot 26534fn00 (refer to 3008344661-2021-00191). A review of tickets was performed for alinity I hbsag reagent lot 28564fn00 and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots was evaluated for alinity I hbsag. The patient median result for lot 28564fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I hbsag reagent lot 28564fn00 was identified. Section g has been updated to reflect personnel changes subsequent to the initial submission.

Manufacturer narrative:
No patient identifier or demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is being additionally reported under 3008344661-2021-00191-00 under a related suspect medical device.

Event description:
The customer identified falsely repeatedly reactive alinity I hbsag results for one patient. The following information was provided: initial result (B)(6), repeated (B)(6), confirmed reactive with a neutralizing confirmatory assay repeated with another method (dynascreen) (B)(6).